Event description:
It was reported that before use it was discovered that the thumb press is missing from the plunger with a relion® insulin syringe. The following information was provided by the initial reporter: consumer reported thumb press missing from plunger rod (one syringe), problem was noticed on (B)(6) 2019. Consumer does not re-use.

Manufacturer narrative:
Investigation: customer returned one (1) loose 31g x 8mm, 0.3ml relion insulin syringe from lot 9007876. Consumer reported thumb press missing from plunger rod. The returned sample was examined, and it was observed that the plunger rod was broken. The broken plunger rod would be the reason why the customer would report the thumbpress as missing. A review of the device history record was completed for batch# 9007876. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. A visual evaluation of (1) syringe found a syringe that has a broken thumb press. The syringe nor the plunger do not appear to be bowed. There is a light coverage of silicone on the inside of the barrel and the plunger is easy to pull out of the syringe, however breakout and sustaining test cannot be performed as there is no thumb press on the syringe. There did appear to be some scraping damage to the barrel end of the plunger. Root cause for this defect cannot be determined.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use it was discovered that the thumb press is missing from the plunger with a relion® insulin syringe. The following information was provided by the initial reporter: consumer reported thumb press missing from plunger rod (one syringe), problem was noticed on (B)(6) 2019. Consumer does not re-use.